Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) turned off and on again in (B)(6) 2017. The patient's tremor suddenly returned for about five minutes and then quickly settled down. The patient was fishing in america and there was nothing unusual about the environment. The patient had been fishing in america before with no problems. The patient was not able to check the ins because their tremor had disappeared by the time they managed to get their patient programmer. The patient was not sure if the ins actually turned off. The hcp checked the ins on (B)(6) 2017 and there was no history at all for the device usage. No further patient complications were reported. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that impedances were measured to be high. Impedances were measured to be 2199 ohms on c-0 on the left side and 2448 ohms on c-11 on the right side. Therapy impedances were measured to be normal. The ins battery voltage was okay at 2.81 v. The implantable neurostimulator (ins) was programmed use two groups. Group a was programmed to c+, 2- at 4.3 v, 60 usec, and 130 hz on the left side and c+, 9- at 3.4 v, 90 usec and 130 hz on the right side. Group b was programmed to c+, 2- at 4.5 v, 60 usec, and 130 hz on the left side and c+, 9- at 3.4 v, 70 usec and 130 hz on the right side. The ins had been used 99 percent of the time since the last interrogation on (B)(6) 2017. Interrogation of the ins showed the ins underwent a parity power on reset (por) with error code 0x400 on (B)(6) 2017. The cause of the ins turning on and off was not determined. No additional troubleshooting was done and no further actions were taken or planned. No further issues had been reported by the patient and they were receiving effective therapy.